Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was unable to run the accuracy test and there was a damaged downstream occlusion. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported the issue of "the pump was unable to run the accuracy test and there was a damaged downstream occlusion¿ was replicated. The air detector, mainboard, downstream occlusion (dso) sensor, dso seal, and lens were replaced. The probable cause was dso sensor damage. Updated software and calibrated. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.